Manufacturer narrative:
Block h6: imdrf device code a0401 is being used to capture the reportable event of stent catheter-guide break.

Event description:
It was reported to boston scientific corporation that an advanix-naviflex stent was implanted to treat a stricture in the biliary tree during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the physician noticed that the stricture was tight. When he introduced the stent after cannulating, he had to pull the stent out after it was unable to pass it through. Dilation of the duct was conducted, and another stent placement attempt was made. The stent was then able to be deployed but the guide catheter broke in the process. The catheter was removed, and the stent remains implanted. The procedure was completed successfully. There was no patient complication reported as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." The user did not follow the IFU; therefore, this complaint has been assigned ar code 5191: 2457 to capture user error.